Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4): analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. A general anomaly was found with the pump connector which did not affect infusion.

Event description:
The devices were returned to the manufacturer with no allegations or indications of a malfunction on the return paperwork. The devices underwent routine analysis. Additional information received reported that the attorney alleged that the pump caused the patient harm from approximately 2011 through the present (date of the report). It was alleged that the pump caused personal and economic injuries, including but not limited to manufacturing defects and/or other defective warnings concerning the device.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a delivery failure resulting in injuries of hospitalization, surgery, and pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.